Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for damaged pen detected during use of the product by the end-user. One sample was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction (B)(4)) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: unconfirmed, no issue observed.

Event description:
It has been reported that one pen ii omnitrope pen 10 has been found not functioning during use. The following has been provided by the initial reporter: the customer informed that her pen damaged on second week. She informed that when pressing the pen the dose does not rotate.